Event description:
A customer reported that a patient presented with blurry vision and vision slowly improving in the right eye approximately two weeks post photo refractive keratectomy (prk). The patient was noted to have minimal corneal haze in the right eye. The patient discontinued the previously prescribed topical steroid eye drop and prescribed a different topical steroid eye drop and increased the dosage. The patient was seen in follow up and it was noted that the corneal haze was still present and the vision was blurry. The patient is to discontinue the topical steroid eye drop and return for follow up at a later date.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
Additional information provided states that the patient was seen in follow up and has trace corneal haze that is not symptomatic and vision is good.